Manufacturer narrative:
14-nov-2025; product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
One of brush head was a bit loose and second one actually came off and a piece of metal was inside my husband's mouth-oral-b/power oral care refills [device breakage]. Counterfeit product [product counterfeit]. Case narrative: reporter stated over phone that one of them the head was a bit loose and the second one actually came off and a piece of metal was inside my consumer (husband) mouth. No injury was reported. 13-nov-2025: product investigation completed- [conclusion code]: counterfeit product.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
One of brush head was a bit loose and second one actually came off and a piece of metal was inside my husband's mouth-oral-b/power oral care refills [device breakage] case narrative: reporter stated over phone that one of them the head was a bit loose and the second one actually came off and a piece of metal was inside my consumer (husband) mouth. No injury was reported